Event description:
It was reported that the cartridge was not fitting properly on the pump during troubleshooting for a malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. Technical support instructed the caller to inspect and clean the pneumatic tap area, and after following the guidance, the caller successfully reloaded the original cartridge and was able to resume insulin therapy.